Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient, that is enrolled in the a4010 dbs vercise registry clinical study, underwent a revision procedure in which the implantable pulse generator (ipg) was replaced for an unknown reason.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient, that is enrolled in the a4010 dbs vercise registry clinical study, underwent a revision procedure in which the implantable pulse generator (ipg) was replaced for an unknown reason. It was additionally reported that the reason for the ipg revision procedure was to replace it with an magnetic resonance imaging (MRI) compatible device. There was no device malfunction of the device suspected, therefore the device was not returned for analysis.